Event description:
Covidien gia 10038s stapler. A 10038smm was used per doctor with an ileostomy take down. The stapler fired and transected the tissue without stapling resulting in bleeding (estimated blood loss 200 ml). The stapler was pulled from the case a new device was opened to finish the case. Surgeon is frustrated that these staplers continue to cause problems and fail to work.